Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in the mid esophagus to treat a malignant 5 cm esophageal stricture during an esophageal self-expanding metal stent (sems) implantation procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, there was resistance while pulling the deployment suture for several times and it could not be released. The delivery system was removed from the patient, and it was noted the deployment suture was tangled and the stent was partially on the deployed on the delivery system. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter address is mission (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partial deployment. Block h11: an ultraflex esophageal stent was received for analysis. Visual examination found the stent was returned partially deployed. The stent deployment suture was found broken, without knots. No other damages noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed; however, stent deployment suture knotted was not confirmed. The damages noted were most likely due to procedural factors encountered during the procedure. It might be the characteristics of the lesion, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block e1: the initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partial deployment.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in the mid esophagus to treat a malignant 5 cm esophageal stricture during an esophageal self-expanding metal stent (sems) implantation procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, there was resistance while pulling the deployment suture for several times and it could not be released. The delivery system was removed from the patient, and it was noted the deployment suture was tangled and the stent was partially on the deployed on the delivery system. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event.